Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: failure code 808:07 was discovered and confirmed in the device event history by baxter. No assignable cause was determined. This baxter owned device will not be repaired. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of (B)(4).